Manufacturer narrative:
The customer stated that the qc data from immediately before and after the event were acceptable. The field service engineer inspected the analyzer and found that the event was due to a broken vacuum tube and rinse assembly. He then fixed the vacuum tube and adjusted the rinse level. Calibrations and qcs were performed with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 6000 ul c501 + core fix configure is 2076-07. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen. 2 results from an unspecified number of patient samples tested on the cobas 6000 ul c501 + core fix configure. The reporter was able to provide three examples of discrepant results: sample 1: the initial result was 180 mmol/l with an invalidating data flag. The first repeat result was 177.000 mmol/l. This result was reported outside of the laboratory. The result was deemed high which prompted the rerun of the patient sample. The second repeat result was 139.000 mmol/l. Sample 2: the initial result was 160.000 mmol/l. The repeat result was 142.000 mmol/l. Sample 3: the initial result was 160.000 mmol/l. The repeat result was 140.000 mmol/l. The repeat results were deemed correct.